Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing rising impedance ranging from 500's to 780. Patient was seen by dr. (B)(6) reported having dizziness with positions. Full follow up was conducted and manipulations with isometrics. All thresholds were good and manipulations negative. Therefore, symptoms thought to be unrelated. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).